Event description:
The customer reported a ventilator was turning off and on by itself. Additionally, the battery is 10 years old and will need a replacement because it fails the internal battery test. It was reported that during the power test an alarm would only sound for 10 seconds. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the user interface (ui) printed circuit board assembly (pcba) and provided the part identification number to address the unit turning on and off by itself. Additionally, the rse advised the customer to replace the motor controller (mc) pcba, then the central processing unit (cpu) and provided the part identification numbers to address the alarm test only lasting 10 seconds. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Bench service received the device from the customer and confirmed that the device is not staying on when connected to power. Bench repair replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.